Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
The issue related to creatinine results was previously reported under MDR manufacturer report number 1628664-2016-00303 under a different suspect device. The issue related to potassium results was reported under this MDR number. An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results and falsely elevated potassium results while using the architect c8000 analyzer. The following data was provided. (B)(4). Creatinine initial 525 umol/l (5.9 mg/dl), repeat 70 umol/l (0.8 mg/dl), 119 umol/l (1.3 mg/dl) potassium initial 7.1, repeat 7.0, 4.8 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated potassium results while using the architect c8000 analyzer. The following data was provided. (B)(4) initial 7.1, repeat 7.0, 4.8 mmol/l. No impact to patient management was reported.